Event description:
It was reported that the atrial lead exhibited noise via chart review. The noise could be reproduced with isometric testing. No intervention was performed. The patient would be monitored.

Manufacturer narrative:
(B)(4).